Manufacturer narrative:
H3 other text : customer refused repair.

Event description:
This report is based on information provided by the customer and has been investigated by the philips complaint handling team. Philips received a complaint on the xl device indicating that the device is unable to charge. There was reportedly no patient involvement. The device was not evaluated by the technical specialist since the customer refused to repair the device; therefore, this will be documented as a malfunction the cause of which was not determined. Based on the information available and the testing conducted, the cause of the reported problem was determined. The reported problem was not confirmed. The customer refused to repair the device. The device remains at the customer's site. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.